Event description:
Medication was leaking out from syringe [device leakage]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(4) 2024, amneal pharmaceuticals received information from the other health-care professional via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension/150/mg/ml (ndc: (B)(4), batch/lot: 240076, expiration date: feb-2026, serial number: (B)(6)) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that on (B)(6) 2024, they dispensed a sealed medication to consumer and on (B)(6) 2024, consumer observed that the medication was leaking out from syringe and requested for replacement. Upon asking, reporter did not provide wholesaler information as she do not have that information with her right now and requested to send the ups prepaid mailer to pharmacy location. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events device leakage and no adverse event was unknown. The reporter did not provide the causality of device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. Non-significant follow-up (#1) information was received on 22-aug-2024: follow up information was received from the other health care professional via telephonic call. Additional information included narrative have been added. It was reported that the location of syringe leakage from the needle attached to the syringe and leakage was observed during the administration. Further stated that the consumer is taking the medication from many years like more than ten years and consumer is aware of all the instructions and consumer never had problem. This significant follow up (#2) information received on 16-oct-2024. New information received includes qa investigation report. Based on the investigation, it has been determined that the reported defect with medroxyprogesterone syringes is unlikely to have originated during the manufacturing process at farmalan. All primary packaging materials were reviewed, tested, and found to be within specifications. The packaging process controls were performed with conforming results, and tests performed with assembled syringe along with needle measuring break loose force and gliding force were compliant. No related incidents were detected during batch record review, and retention samples were found to be compliant. Control systems verification is routinely performed throughout the packaging process. Considering all this, the root cause is likely related to the administration process. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events device leakage and no adverse event was unknown. The reporter did not provide the causality of device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication was leaking out from syringe [device leakage] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 08-aug-2024, amneal pharmaceuticals received information from the other health-care professional via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension/150/mg/ml (ndc: 70121-1480-1, batch/lot: 240076, expiration date: feb-2026, serial number: (B)(6)) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that on 07-aug-2024, they dispensed a sealed medication to consumer and on (B)(6) 2024, consumer observed that the medication was leaking out from syringe and requested for replacement. Upon asking, reporter did not provide wholesaler information as she do not have that information with her right now and requested to send the ups prepaid mailer to pharmacy location. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events device leakage and no adverse event was unknown. The reporter did not provide the causality of device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited.